Event description:
Procedure: wedge resection. According to the reporter: after the stapler was fired across the artery, there was a lot of bleeding from the middle of the staple line. After looking at the stapler, they noticed that staples were still in the cartridge at about the point where the bleeding occurred. There was unanticipated blood loss; however, no transfusion was required. They sutured to complete the application. There was no injury reported.